Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles experienced deformed stoppers. The following information was provided by the initial reporter: pet owner reported damaged stopper, 4 syringes were affected.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-mar-2022. H6: investigation summary: customer returned (4) 0.3ml, 30 gauge, 12.7mm syringes from lot 1172426. Visual inspection found that the stoppers were warped and dragging inside the syringes. Moving the plungers was found to be difficult, with the plungers experiencing more resistance than anticipated. A review of the device history record was completed for batch # 1172426 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of stopper damage. Root cause: maintenance dispatch (l2l) #128153 was created for potential dry barrels. Dry barrels indicate a lack of silicone inside the barrel to allow movement of the plunger/stopper rod. Found the rail was not aligned correctly. No root cause as to why the rail was sightly out of line to the silicone being applied into the barrel. H3 other text : see h10.

Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles experienced deformed stoppers. The following information was provided by the initial reporter: pet owner reported damaged stopper, 4 syringes were affected.